Manufacturer narrative:
The reported complaint of the backlight of the autopulse platform sn (B)(4) was not functioning, and the lcd screen was difficult to read in dark" was confirmed during the visual inspection. The root cause for the reported complaint was a defective processor board, attributed to a defective component. Visual inspection of the returned autopulse platform revealed no physical damage. During further inspection, unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly and exhibits binding and resistance due to a sticky clutch plate. The sticky clutch plate was deburred to address the issue. The cause for the sticky clutch could be due to wear and tear of the device. The impact of a sticky clutch was not severe enough to make the platform non-functional. A review of the archive data showed multiple user advisory ua (B)(4) (max patient temperature exceeded) and fault 41 (patient temperature sensor failure) error messages occurred around the reported event date, unrelated to the reported complaint. The errors observed in the archive were not duplicated during the functional testing. The temperature sensor was replaced as a preventive precautionary measure, as the sensor may have had some intermittent technical problems that could not be directly identified during the functional testing. The autopulse platform passed the initial functional testing without any fault or error. The zoll service personnel noted that the backlight was not working, confirming the reported complaint. The defective processor board was replaced to remedy the issue. Following service, the autopulse platform was subjected to the run-in test and passed without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial (B)(4).

Event description:
During shift check, the customer noted the backlight of the autopulse platform sn (B)(4). Was not illuminating, however, the platform is functioning as intended. The lcd screen was still readable but it was difficult to read in darker environment. No patient involvement.